Event description:
The following has been reported: nurse reported : "rn hung bag of saline on primary tubing with secondary port. Saline was dripping in patient IV. When rn tried to infuse chemo in proximal port via IV push, the chemo back flowed into primary line. Rn tried running more saline in line, but chemo would not flush and continued to backflow almost to cassette. Rn clamped, removed IV tubing, and re-assessed IV and IV was patent. A new bag/flush set up was created and chemo successfully delivered with new set up. Cns inspected tubing through clear plastic bag, no visible defects in line, cartridge, or infusion port so did not take photos. Tubing was disposed of per hazardous waste process. " patient harm : no. Stopped active infusion : no. Occurred during : infusion - on secondary line. Drug used : chemo. Sample available: no. Action taken : rn clamped, removed IV tubing, and re-assessed IV and IV was patent. A new bag/flush set up was created and chemo successfully delivered with new set up. Cns inspected tubing through clear plastic bag, no visible defects in line, cartridge, or infusion port so did not take photos. Tubing was disposed of per hazardous waste process. Sample available: no. A preliminary review identified the following issue: backflow. Unknown if an active infusion was stopped. Reporting as a conservative measure. No. Adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The possible backflow may have occurred when the clinician did not place the solutions at the same height or significantly below the patient's position. Gravity could have caused the solutions to flow back into the bag. However, a sample or additional evidence and information is needed in order to determine the exact root cause. The current process controls detection include post sterilization sampling final inspection; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, and 100% visual inspection is performed in manufacturing line.